Event description:
A patient was undergoing surgery for gastric cancer. The patient was operated on in the lateral position and the operation lasted for 12 hours.the device performed as expected during the operation. At the end of the operation the patient was moved from the lateral position to the dorsal position. The device was removed from the breathing system and the patient's airway resistance returned to normal. No permanent adverse effects on the patient were reported.